Manufacturer narrative:
The ICD is expected to be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was not feeling well after receiving a shock. The patient went to the hospital and as he entered the emergency room, the patient lost consciousness. External defibrillation was administered by the hospital staff. The ICD was interrogated and alerts were recorded indicating a charge time out had occurred and that the battery capacity was depleted. The ICD was deactivated and the patient was hospitalized until the ICD can be replaced. Boston scientific technical services (ts) was also contacted for additional assistance. A ts consultant discussed that this behavior could indicate a potential shorted lead condition and recommended testing the rv lead integrity during the revision procedure. On the day of the revision, an automatic capacitor reformation was performed but the charge could not be completed and the device timed out after 54 seconds. The revision was performed and an arc mark was noted on the edge of the ICD case. The rv was unable to be explanted and was capped, surgically abandoned, and successfully replaced. The ICD was also explanted and replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the right rear edge of the device case. It was confirmed that the device had telemetry functions. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a high energy shock into a shorted shock lead condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and subsequent delivery of shock therapy. As a result, the device declared eol/battery capacity depleted because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis confirmed that the ICD was damaged after a high energy shock was delivered into a compromised rv lead, resulting in the energy shorting back to the device.